Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found faulty interconnect cable. Replaced cable and system is working as intended. System placed back into service.

Event description:
It was reported that the 9800 system had intermittent no image on monitor, while performing system checks. No patient injury was reported.